Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported the unit will not operate from battery. The customer indicated the battery is charging per indicator and the battery was manufactured in 2019. The customer found an error code in the service log which is consistent with backup alarm failed. The remote manufacture service technician recommended to replace the cpu (central processing unit) and battery. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer replaced the cpu board and charged the battery to correct the reported issue.